Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip was difficult to deploy. The clip was eventually released from the catheter. The procedure was completed. There were no patient complications reported as a result of this event.